Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 530 mg/dl. The customer was transported via ambulance to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Customer was discharged 2 days later with the issue resolved and no permanent damage. System check with confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."